Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, the patient placed one indwelling needle on (B)(6) 2020 09:10, and the infusion was unobtrusive. At 18:10 on (B)(6) 2020, fluid oozed at the joint of the indwelling needle, the indwelling root was slightly twisted, and the infusion was removed. Another indwelling needle was replaced, and the infusion was unobtrusive."

Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9233914. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, the patient placed one indwelling needle on (B)(6) 2020 09:10, and the infusion was unobtrusive. At 18:10 on (B)(6) 2020, fluid oozed at the joint of the indwelling needle, the indwelling root was slightly twisted, and the infusion was removed. Another indwelling needle was replaced, and the infusion was unobtrusive."